Manufacturer narrative:
Pt weight: unknown. Brand name: silicone ultraviolet-absorbing posterior chamber three piece foldable intraocular lens (elastimide®). (B)(4). Results: visual inspection of the returned lens showed the lens was received in two pieces and a haptic was torn off with part of the optic and missing. (B)(4).

Event description:
The customer reported the +18.5 diopter aq2010v three piece silicone lens tore as it was advancing into the eye. The lens was removed and replaced without any patient injury. The reporter stated the event was the result of a loading error.